Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine a cause of this event or identify the foreign material. Information provided by the customer did not indicate that the scope was being reprocessed not in accordance with the instructions for use (IFU). This issue is addressed in the instructions for use (IFU): the operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below: [inspection of the endoscope] inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Additional information was requested from the customer, however, the information was unknown. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device

Manufacturer narrative:
The customer reported that prior to sending the device to olympus, the device was cleaned/disinfected and sterilized. It was unknown if there was a delay in the start of the customer performing precleaning. The customer reported that how the scope was cleaned was also unknown. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The forceps raiser wire was damaged. In addition to the findings reported in b5, there were scratches on the device, a shaved grip and a wrinkled universal cord. Due to the clogging of the nozzle, the water supply volume did not meet the standard value. Due to the a scratch on the grip, water tightness was lost. The bending section cover adhesive was chipped, cracked and had a white-clouded area. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The distributor reported to olympus, there was a forceps raising operation malfunction (looseness of forceps raising wire) when using the evis lucera duodenovideoscope. During inspection and testing of the returned device, the nozzle was found to be clogged, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.